Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; the full lead in seqments was returned for analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning showing high impedance. With positional body changes they measured fluctuating impedances between 200 ohms and 700 ohms. The patient has been capturing. The lead is still in use, however the physician is planning on replacing the lead in (B)(6) 2010. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a lead warning showing high impedance. With positional body changes, they measured fluctuating impedances between 200 ohms and 700 ohms. The patient has been capturing. It was further reported that the clinician suspected lead fracture after the rise in pacing impedance. The lead was explanted and replaced on (B)(6)2010. No patient complications have been reported as a result of this event.